Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. Access was obtained through the right femoral artery. The 75% stenosed, 12x2.5mm, concentric and de novo target lesion was located in the non-tortuous circumflex (cx) artery. During prep, the physician noted that a stent strut on the 12x2.50mm liberte bare stent delivery system (sds) was sticking up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. Access was obtained through the right femoral artery. The 75% stenosed, 12x2.5mm, concentric and de novo target lesion was located in the non-tortuous circumflex (cx) artery. During prep, the physician noted that a stent strut on the 12x2.50mm liberte bare stent delivery system (sds) was sticking up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer- a visual examination of the returned complaint device revealed a shaft kink and stent damage. The hypotube was kinked approximately 4.2cm distal to the strain relief. An examination of the crimped stent found that proximal end of the stent was damaged. A detailed microscopic examination of the damaged section of the stent identified that the stent struts were stretched and misaligned. There was no visible evidence of blood or inflation media. The device did not appear to have been used inside the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).